Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a product performance issue. The replacement procedure was successfully performed and a new device was implanted instead. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned. Additional information was received that the reason to explant this ICD was explanted due to the battery was low, as it has been implanted for over eight years and it was an out of us device. The physician decided to implant a us approved generator model. There is no allegation against the device or evidence of a device malfunction. This product has not been returned.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a product performance issue. The replacement procedure was successfully performed and a new device was implanted instead. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.